Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering and not reporting their lows. The customer¿s blood glucose level was unknown at the time of the incident, and 110 mg/dl at the time of the call. The customer stated that the pump was delivering even though it was not connected to a set. Troubleshooting was not completed as the customer was in an exam room. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08780 inches. No possible over/under delivery anomaly noted.